Event description:
It was reported the pt has experienced severe pain in her upper back since being implanted with the scs system. The pain is located in the thoracic portion of the spine; however, it is unk if the pain is at the surgical lead site. The physician has ordered an x-ray for review and is considering surgical intervention at a later date should the pain not resolve. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.